Event description:
Additional information received identified, as of 07/18/2017 the patient was discharged home.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following the hf sensor implant the patient experienced hemoptysis with respiratory insufficiency. The patient was treated with bi-level positive airway pressure (bipap). Chest x-rays were taken and no issues were observed. The patient stabilized few hours later and hemoptysis and respiratory insufficiency resolved. As of 06/09/2017 the patient remains hospitalized.